Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was internal and occurred at approximately <20 seconds from initially turning bfr on at 200. The blood leak was observed initially when blood reached through the dialyzer, and the blood leak detection alarm alert was on. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the lines. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment, and the bmt was able to visualize defect to dialyzer membranes internally following the incident. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, h6

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was internal and occurred at approximately <20 seconds from initially turning bfr on at 200. The blood leak was observed initially when blood reached through the dialyzer, and the blood leak detection alarm alert was on. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the lines. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment, and the bmt was able to visualize defect to dialyzer membranes internally following the incident. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: g3 date received - initial submission aware date 02/06/2023.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The dialyzer was reported to be available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a bubble point test. A leak was not detected; possibly due to coagulated blood. Upon extraction of the fiber bundle, a potted fiber fragment was noted at approximately 160°, with the dialysate ports situated at 0°, on the non-cavity ID end. The fiber fragment measured approximately 1.5 inches in length. There was no other damage or irregularities noted. Next to the fiber fragment, a looped and kinked fiber was also noted which appeared to be potted on both ends. No other damage or irregularities were noted. A lot history review was performed. There were no other complaints of any kind reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the bmt confirmed the blood leak was internal and occurred at approximately <20 seconds from initially turning bfr on at 200. The blood leak was observed initially when blood reached through the dialyzer, and the blood leak detection alarm alert was on. The machine, a 2008t, alarmed appropriately with a blood leak alert. Blood was noted to be visually observed in the lines. Blood test strips were used and tested negative for the presence of blood. The patient was utilizing fresenius combi set bloodlines. No damage was noted on the dialyzer prior to treatment, and the bmt was able to visualize defect to dialyzer membranes internally following the incident. The estimated blood loss was 200 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine and completed treatment without further issue. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The dialyzer was reported to be available to be returned for manufacturer evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.